Manufacturer narrative:
(B)(4) - use after damage. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional xience xpeditions referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a long, diffuse lesion located in the heavily tortuous, heavily calcified, 80% stenosed mid left anterior descending artery. The target lesion was pre-dilated with a non abbott balloon catheter. Despite pre-dilation the 2.5x48 mm xience xpedition stent delivery system (sds) could not cross due to the anatomy, which resulted in the proximal shaft of the sds becoming kinked. The sds was retracted and the same 2.5x48 mm xience xpedition sds was reinserted again, despite the kink in the shaft, which resulted in a proximal shaft separation. Both parts of the device were easily removed, nothing remained in the anatomy. The target lesion was again dilated with a non-abbott balloon and one of two 2.5x38 mm xience xpeditions was attempted to cross; however, the same issue occurred. Both parts of the device were easily removed, nothing remained in the anatomy. For a third attempt the target lesion was again dilated with a non-abbott balloon and the second of the two 2.5x38 mm xience xpeditions was advanced; however, the same issue occurred again. Both parts of the device were easily removed, nothing remained in the anatomy. Finally the target lesion was estimated as sufficiently treated by the multiple inflations, the final outcome was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.